Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: as received, the subject valve exhibits heavy calcification in the cusp area of all three leaflets, and in the free margin of leaflets 3. Calcification is moderate at the free margins of leaflets 1 and 2. Calcification restricted mobility in the leaflets, led to stenosis, and to incomplete coaptation. Host tissue is minimal at the stent inflow and stent outflow. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Evaluation: method (B)(4) other = device evaluation anticipated, but not yet begun. Conclusion (B)(4) other = device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation and analysis will be reported once completed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of approximately 71 months, due to aortic stenosis and regurgitation. The explanted valve was replaced by another edwards' pericardial magna ease bioprothesis. Operative report indicates, " the [explanted] valve was severely calcified and all leaflets were involved with calcific ingrowth. The leaflets were retracted and immobile...this was excised and the aortic annulus was debrided."